Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced no insulin delivery during a supply change, observed no drops during tubing fill despite using approximately 1.5 ml in the cartridge, and remained disconnected for several hours until repeating the supply change with new cartridge, connector, and infusion set, after which drops were observed and insulin delivery resumed. Symptoms included hyperglycemia with blood glucose above 400 mg/dl. Outcomes included use of backup subcutaneous insulin and ketone testing per the user¿s plan, with no medical intervention or hospitalization. Investigation included user troubleshooting, visual inspection of components for leaks or air, and a successful reattempt with new supplies. Investigation of this case revealed that the initial infusion set and/or connection was likely deployed or attached incorrectly, as normal delivery was restored after replacement. It was concluded that user technique caused the event, with device function restored after proper setup.